Event description:
It was reported via a trial that on (B)(6) 2008, the pt underwent stenting in the mid left anterior descending (lad) artery with one xience v stent. Since the winter time, the pt began experiencing a worsening of the non-painful type of sensation in his chest (angina equivalent). On (B)(6) 2010, the pt had an abnormal nuclear stress test and underwent cardiac catheterization on (B)(6) 2010, that resulted in the pt undergoing coronary artery bypass graft surgery in the ostial lad, mid and distal right coronary artery, and small ostial obtuse marginal on (B)(6) 2010. Although the index xience stent in the mid lad was patent, there was a 70% stenosis in the mildly tortuous ostial lad and a 50% stenosis on the mildly tortuous distal subsection of the mid lad. Both lad lesions had a timi iii flow prior to the procedure. The pt's condition resolved and was discharged on (B)(6) 2010. There was no add'l info provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported pt effects of angina, restenosis, and ischemia, as listed in the xience v instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.